Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was observed that the right ventricular (rv) lead could not be screwed into the septum. While attempting to reposition the lead, the helix became stuck in the tissue and was stretched. The helix also could not be retracted. The rv lead was ultimately not used and was replaced with a new lead. The patient remained in stable condition.

Manufacturer narrative:
The reported events of "helix was stretched and unable to retract" were confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found the helix was stretched consistent with procedural damage. The helix mechanism/ extension length test was unable to perform due to procedural damage to the helix, as received. The cause of the reported events was isolated to the helix being stretched consistent with procedural damage.